Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was not receiving patient case information because the station was in retry mode. A technical support dialed into the station and checked the data sync logs and found error. The engineer dialed in again to bypass the message to resolve the issue. The station began to communicate successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es machine not received patient information. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.